Manufacturer narrative:
Patent (B)(6) was entered into the (B)(6) study on (B)(6) 2018 receiving a left hip scp. The operative notes were reviewed, and no adverse events were recorded in the index scp surgery. Six additional procedures were performed at time of scp procedure. Patient had continued pain due to primary osteoarthritis and underwent tha on (B)(6) 2018. Tha procedure was performed without incident. Patient has been removed from study. The DHR was unable to be reviewed, as the lot number for the device related to the event is unknown. The product was not returned for investigation, as the product remains implanted.

Event description:
Subject (B)(6) underwent total hip arthroplasty after scp.